Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not functioning and the programmer and analyzer were not able to provide a reading during an implant procedure even after a different analyzer was used. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported issue. The analyzer passed all incoming and final functional and system tests. If information is provided in the future, a supplemental report will be issued.